Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that she had to call ems out to the house due to finding her daughter unresponsive with a low blood glucose value. The patient's blood glucose was 44 mg/dl. She was treated with (B)(6) prior to hospitalization. The mother believed that the insulin pump was over-delivering at night. Troubleshooting was initiated for the delivery anomaly. The drive support cap appeared normal. The device settings were correct as well. No magnetic exposure occurred. No products were returned or replaced at this time.